Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device would not completely power up. The "battery charge" and the "on" led's light up for approx two seconds and then turn off. This failure is occurring on multiple batteries and chargers. There was no pt use associated with the reported failure.